Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that pt's ins didn't work so they never got the battery changed. Agent inquired if implant never worked since date of implant and caller stated "yeah, not too long after". Caller stated trial "seemed to work a little bit" and then pt was told that it would get better but caller reported ins really didn't work. Caller stated now pt has been admitted to the hospital and needs an MRI scan and pt does not know where their programmer is. Caller stated pt won't be able to get the MRI without the programmer. Caller stated pt needs MRI of head/pituitary. Reviewed process for hcp to page rep to hospital if needed. Provided ts phone number for hcp to call with MRI related questions. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. Patient's daughter called back stating an hcp from the hospital called manufacturer to get in touch with a rep to turn therapy off prior to MRI and was told "we don't do that anymore". The caller was getting this information 2nd hand from the hcp and did not know who they had spoken to. Emailed field staff to clarify if they are able to assist or not.